Event description:
The customer reported the system had a communication error and locked up. There was no patient injury death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.